Event description:
On (B)(6) end user was at a bowling alley and went to talk to her mother-in-law who was in a wheelchair and end user's chair lurched forward and she cut her right leg on the footplate of her in-law's wheelchair. End user went to the emergency room and needed stitches and was able to go home afterward.